Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
On 22-apr-2026, information was received indicating a patient received an index cardiac ablation on (B)(6) 2026. On (B)(6) 2026, patient experienced cardio respiratory arrest (adverse event (ae) #1) categorized as severe and serious defined by life-threatening illness or injury, hospitalization with an admission date of (B)(6) 2026 and a discharge date of (B)(6) 2026. Relationship to study device is not related and relationship to the index study procedure is causal. The adverse event is anticipated. The outcome is resolved with an end date of(B)(6) 2026. Intervention was medication (adrenaline, insulin), cardioversion, ECMO (extracorporeal membrane oxygenation).